Manufacturer narrative:
Batch review performed on 25 june 2019: lot 176627: (B)(4) items manufactured and released on 12 february 2018. Expiration date: 2023-02-01. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department: acetabular component revision performed 1 year after cementless total hip arthroplasty in a (B)(6) woman. The patient was complaining about pain probably caused by suboptimal cup position. The reason of this position cannot be assessed not having peroperative images: patient anatomy or bone morphology may be a possible cause. No reason to suspect that this event is due to a faulty device. Visual inspection performed by r&d project manager: cup shows ha residuals on outer surface. Signs of extraction on the edge. Pe shows sign of removal. No particular signs on the femoral head.

Event description:
Revision surgery after 1 year and 1 month from the primary due to pain caused by mechanical conflict with the psoas. The cup has been revised. The cup was probably in bad position and oversized.